Event description:
During follow-up, fluoroscopy was performed and the right ventricular (rv) lead was dislodged in the atrium. The patient received one inappropriate shock due to the dislodgement and the suspected cause was due to abrupt patient movements. The rv lead was attempted to be repositioned; however, the helix could no longer be retracted so it was explanted and replaced. The patient was stable and is not pacemaker dependent.